Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19156. It was reported the patient requested reprogramming to increase the stimulation. The patient reported the ipg site is sore when she leans on it. The patient had lost a significant amount of weight but has put some of the weight back on. The patient's physician has requested that the system be removed due to the need for an MRI. The patient is considering surgical intervention.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.